Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. Initially reported that the qdot micro catheter had a catheter force sensor error (error#106) displayed on the carto® 3 system. Re-seated the catheter cable and the issue was still there. The cable was replaced without resolution. Restarted the ngen system and the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued. There was no patient consequence reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 24-may-2024, observed a separation between the pebax and the electrode section and foreign material inside of it. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 24-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-mar-2024. The device evaluation was completed on 24-may-2024. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a separation between pebax and electrode section and a foreign material inside it. A screening test was performed and the device was recognized and visualized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The force issue reported by the customer was confirmed; the potential cause of the open circuit could not be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The potential cause of the pebax condition cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened for further investigation of the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of a ¿separation between pebax and electrode section and a foreign material inside it¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor ( (B)(6) ) were selected as related to the customer¿s reported ¿force sensor error (error#106)¿. Manufacturer¿s reference number: (B)(4).